Event description:
It was reported that a clearlink luer activated valve to IV access had a slower flow rate compared to others used. The valve appeared to be lazy/slow on activation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received one sample for evaluation. Visual examination of the device showed no abnormalities that could have caused the reported condition. Functional tests were performed, showing no signs of no flow. Fluid was able to flow through the device and the delivered drop volume met the specification range. The cause was not identified, as no evidence of product malfunction was observed. No other observations were noted on the unit.